Event description:
Three months after the implant of a vascular access port (vad), the pt complained of discomfort around the access port site. A contrast study was obtained showing the catheter was fractured approx 3cm in length of the central line at the junction of the claviland first rib, and it was felt that the distal fragment was held in place by a fibrin sheath. It was felt that an attempt must be made to remove the catheter. In surgery, an attempt to remove the catheter resulted in the distal tip separating and remained in the venous system. After recovery from anesthesia, the pt agreed to an attempt for removal with interventional radiology. In radiology, the left femoral vein was entered via a sheath, with a snare catheter. After multiple attempts, the fractured catheter was removed.